Manufacturer narrative:
No parts have been returned for analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the biopsy guide was blocked. The screw to tighten the guide was blocked and it was not possible to block the biopsy guide. There was no patient present when this issue was identified.